Event description:
Philips received a complaint on the intellispace cardiovascular (iscv) indicating that the customer¿s it department requested security fixes after identifying that the server was allowing multiple unnecessary and potentially unsafe http methods (get, post, put, delete, options). Philips has started an investigation of this complaint (B)(4).